Manufacturer narrative:
Customer did not provide serial number.

Event description:
It was reported to philips that the device "the switch is broken, turned off". There was no reported patient involvement.

Manufacturer narrative:
This report was sent in error as the customer has clarified that the mrx is functioning and the problem lies with the cabinet. A new report will be created/sent. .